Event description:
It was reported that the customer was hospitalized for high blood glucose. The family member stated that they found patient in their car passed out in the drive way. The family member also stated that they reported before about the buttons sticking on the pump. Instructed customer to change the infusion set and call the help line if the high sugar level continues.